Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software product ID hh9020tdd lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported every time they open the myptm application, 'it crashes out', they had to reconnect and 'it takes forever'. Patient stated 'its glitchy' and a lot of time it would stop and would say they are not connected. When asked for event date, patient said 'it's been at least a year'. Agent reviewed information. Agent walked patient through clearing the data. Patient was able to connect to the myptm application without lag. Troubleshooting step taken on the call resolved the issue. Patient would call back for further assistance.